Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Additionally, it was reported that the date on the pump was inaccurate; cause was unknown. Reportedly, the customer corrected the pump date to resolve the issue. Customer's blood glucose level was 274 mg/dl.